Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a kinetix guidewire. The shaft and the remainder of the device were checked for damage. The device showed a separated tip. The separated section measured approximately 2.5cm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "torqueing advancing or withdrawing the guidewire against significant resistance could cause vessel damage, guidewire damage and/or guidewire tip separation". (B)(4).

Event description:
It was reported that guide wire detachment occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified left anterior descending artery. A 185cm kinetix¿ guide wire was selected for use to cross the lesion. However, the device became stuck in the lesion, thus it was forcibly pulled. The wire was stretched and it got separated inside the guiding catheter. The device was then removed and the procedure was completed with another kinetix guide wire. No patient complications were reported.